Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ent, using the fast-fix 360 curved ndl delivery sys, after deploy of t1 the t2 deploy prematurely. The procedure was successfully completed with a delay of 30min or less, using a smith and nephew back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed that the suture and anchors are not with the device, the actuator has been deployed twice as the push assembly is set to push t1 anchor. The depth gauge has been moved from manufactured specification. No debris on device. A functional evaluation revealed that the depth gauge moves freely. The deployment knob deployed and had to have knob manually pushed back down to proximal position. Could not test deployment of anchors as they are not in device or with.¿¿ a review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.